Manufacturer narrative:
The reported events of premature discharge of battery, no pacing, over sensing, and failure to interrogate were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Telemetry test while the pacer was programmed to field settings show the device maintained communication with the programmer throughout the test. Further battery assessment at various pulse amplitudes found current levels within normal range and no indication of premature battery depletion or battery anomaly was noted. Analysis of output parameters found normal pacing with all parameters within normal range. Sensitivity evaluation measured at nominal settings found sensing parameters within normal range. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during a follow-up in clinic, the device was observed at elective replacement indicator (eri) level. The physiologist suspected the decreased device longevity was due to sudden battery depletion. The device was explanted and replaced to resolve the event. During the procedure, diathermy was utilized resulting in oversensing of noise. During the procedure intermittent pacing was noted and the patient had an intrinsic rhythm 17-20 beats per minute. The physiologist did not know if the cause was due to pacing inhibition or the sudden battery depletion of the device. Following the procedure, interrogation of the device was no longer possible. The patient was in stable condition and experienced no adverse consequences.